Manufacturer narrative:
Block a4: the patient's weight is 159.2 lbs. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used during a polypectomy with mucosal defect closure performed in the stomach on (B)(6) 2022. After the procedure, the patient had mild chest discomfort. The patient was given medication, stayed for overnight observation, and was discharged on (B)(6) 2022. It was reported that the chest discomfort was not related to the x-tack endoscopic helix tacking system, and the event was resolved.